Manufacturer narrative:
Correction: disregard initial report, it is a duplicate of manufacturer report number: 2016493-2016-00786

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient's pump was programmed a primary infusion of lactaters ringers at 100 ml/h and started at 1630. However at 1800 it was noted that the 1 liter bag of lr was almost empty. The pump was placed into pause mode and the drip continued to flow. Program was verified by other nurses and still programmed at 100 ml/h. There was no patient harm.